Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. H4: synthes is unable to determine the manufacture date without a lot number.

Event description:
A 3.5mm lcp anterolateral plate was implanted for an orif distal tibia. The patient was non-compliant and put full weight bearing on affected ankle and bent the plate. The surgeon explanted the plate and implanted another plate.